Event description:
Per the clinic, the device was explanted due to an unspecified medical reason. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2011. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
This report is filed (B)(4), 2012.

Manufacturer narrative:
(B)(4).